Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the cause of the error code was attributed to insufficient cleaning. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation as an olympus representative (rep) confirmed the issue remotely. The rep had the customer clean the contact pins on the scope connector, blow a bit of air on the clv-190 connector, reseat the maj-1941 cable and then reset the error code before plugging another scope into the tower. The issue was resolved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a b30 error code. The issue was found during preparation for use. There were no reports of patient harm.